Manufacturer narrative:
H.6. Investigation: bd received an unused luer cap from lot 9115881 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a piece of foreign matter loose inside the packaging. The piece was determined to be an insect. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was an operator error that occurred during the packaging process. The manufacturing facility has been notified of this incident and the findings. A training was issued to the appropriate personnel to prevent recurrence.

Event description:
It was reported that the luer cap experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: dirt.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the luer cap experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: dirt.